Event description:
It was reported that the siderail wouldn't latch/lock due to a broken outer spring in the right siderail central locking column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.